Event description:
The customer contacted physio-control to report that they were using their device while transporting a patient and it powered 3 times during the transport. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided physio-control with some of the patient information. Sections a1, a2, a3, a4, and b7 have been updated. Patient fields in which information was not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that they were using their device while transporting a patient and it powered 3 times during the transport. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using their device while transporting a patient and it powered 3 times during the transport. There were no reports of any adverse effects to the patient as a result of the reported issue.